Manufacturer narrative:
The device is expected to be returned for analysis, however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review hasn't been completed. Once the results are available, a supplemental report will be submitted.

Event description:
It was reported that there was a spark that occurred when the power adapter was connected. This occurred before patient use. The clinician connected the power adapter to the wall outlet source first. Then noticed that part of the cord had come loose from the ¿brick¿. He then connected the cord that was already inserted into the wall outlet source into the brick and there was a spark that was observed. There was no report of fluid involved. There was no patient present in the area. There was no harm or injury to any patient or hospital personnel.

Manufacturer narrative:
The suspect ev1000 power adapter cable was not returned by the facility for product evaluation after several attempts were made. Edwards is unable to confirm or negate the customers experience without the return of the suspect product. If the product is returned a supplemental report will be submitted. The device service history record review could not be completed as the lot/serial number is unknown. A failure that results in a spark has the potential to result in a fire. Fires, especially in oxygen rich environments, have the potential to injure a patient or the user. In this case there was no report of patient or user injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The suspect ev1000 power adapter cable was not returned by the facility for product evaluation. However, an image evaluation was performed. It was noted that the power adapter was charred and discolored, consistent with a spark allegation. The pins in the adapter were still intact with no appearance of bending. There does not appear to be any external damage. The damage is isolated to the port where the power supply cable connects to the power adapter brick. There appears to be white residue near the electrical connections. There is no clear indication to determine if the white residue is a result of saline drip. This fits the category of saline residue near the electrical connections. If the power adapter is not placed in the upright position, ipx1 ingress protection may be ineffective. The root cause could not be determined as the product was not received for evaluation. The failure will continue to be monitored per the monthly management review process.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The suspect ev1000 power adapter cable was not returned by the facility for product evaluation. However, an image evaluation was performed. It was noted that the power adapter was charred and discolored, consistent with a spark allegation. The pins in the adapter were still intact with no appearance of bending. There does not appear to be any external damage. The damage is isolated to the port where the power supply cable connects to the power adapter brick. There appears to be white residue near the electrical connections. There is no clear indication to determine if the white residue is a result of saline drip. This fits the category of saline residue near the electrical connections. If the power adapter is not placed in the upright position, ipx1 ingress protection may be ineffective. The root cause could not be determined as the product was not received for evaluation. The failure will continue to be monitored per the monthly management review process.